Event description:
It was reported on distributor's incident report that "whilst using the fiber during "elap" procedure, surgeon stated "the tips came off." He collected missing tip." No injuries were reported.

Manufacturer narrative:
Note: all of the info on this form was completed by the MFR. No response to attempts at retrieving pt info. Visual inspection of the reported product noted the tip had separated from the fiber. The tip was completely charred and in two pieces. Review of the device history records showed the device was manufactured according to spcification. The probable cause is overheating due to tissue contamination causing tip to separate, which is addressed in the product's package insert.